Event description:
It was reported that an angio-seal was selected for use in the right femoral arteriotomy. Two days later, the patient experienced a hematoma and surgery was performed. Seven days later, CT scan was performed to diagnose the bleed and an internal infiltration in the ileo-psosas muscle was found. Later at an unk date, the patient expired. The patient's death was not correlated to the angio-seal device.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.